Event description:
It was reported that patient complained of painful stimulation post implant for 2 days. Vns was started post op at 0.25 ma. (B)(6) went to neurologist 2 days post op to have device turned off. After device was turned off she developed hoarseness and eventually lost her voice. The surgeon saw her and found left sided vocal paralysis. He started her on medication and her voice is coming back. It is recommended in labeling not to provide therapy for 2 weeks post implant as the patient heals. Starting stimulation prior increases the chance of adverse events. At the time of disablement, there was no indication that this intervention was done to preclude serious injury as the vocal cord paralysis was not diagnosed at that time and the symptoms reportedly did not present themselves until after the disablement. The painful stimulation will not be coded. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanovas employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects¿ or malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.